Event description:
The reporter stated that there was air in the contrast line of the manifold, which resulted in air being injected into the pt's coronary artery. The line was primed per usual practice, but after air in the syringe was noted, the line developed a pocket of air trapped within the line. There were no serious repercussions for the pt due to the injection of air during the procedure. Pt's condition is fine, post procedure no medical treatment required.

Manufacturer narrative:
One sample was received with no visible damage or mfg issue that would have contributed to the report. The sample was primed and repeatedly tested with no visible air ingress noted. A syringe was attached to the set and fluid was drawn into the syringe from the spiked bag. Air was observed in the syringe, however, no air entered the set. The issue could not be duplicated. The device history was reviewed with no issues noted. Smiths was unable to confirm the issue or determine a possible cause. No additional action is necessary at this time. Smiths considers this MDR closed with this report.